Event description:
It was reported that a syringe pump module 8110 with parenteral nutrition (pn) displayed incorrect available volume than what was actually in the syringe. An infant receiving pn at 1 ml/hr. 50 ml pn comes in a 50 ml syringe and was hung at about 15:30 on 2/22/2021. After reviewing logs, it appears that the syringe module identified the syringe as a 60 ml monoject with volume of 27.9703. Syringe alarm near empty at about 15:40 on (B)(6) 2021. Volume available displayed 2 ml but about 25 ml was actually in the syringe. Nurse removed and replaced syringe and corrected available volume than displayed. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of incorrect available volume was not confirmed. The review of the pcu error log showed no errors or malfunctions on the reported incident date. The review of the pcu event log identified an infusion of parenteral nutrition (drug ID (B)(6)) was restored on (B)(6) 2021 at 6:29 pm. The user selects a monoject syringe with a volume of 48.9629ml. The syringe module continued to infuse at 1ml/hr until the device was channeled off (B)(6) 2021 at 3:33 pm. The approximate volume infused was 44.831ml. The log did not record a syringe change on 22feb2021 at 3:30 pm, as reported by the customer. The monoject 60ml syringe with a volume of 27.9703ml was the remaining volume in the syringe from when the infusion was restored on (B)(6) 2021. There is no monoject 50 selection available in the dataset. Testing performed on the source syringe module, which included programming replication, infusion testing and asm preventive maintenance found no irregularities. The syringe module was being used for treatment. The root cause of the reported complaint of incorrect available volume in the syringe was not identified. It¿s possible that an unapproved syringe was used for this infusion based on the fact that monoject 50 is not an approved syringe. Sample inspection: the syringe module s/n (B)(6) was received with instrument intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed to be in good condition. Drive head up/down vertical movement was observed to move freely after opening the gripper control. The gripper control opened and returned to close position as intended. Barrel clamp assembly was functioning as intended. All parts inspected are manufactured by bd. Internal inspection found no irregularities. The source syringe module was disassembled for an internal inspection. During the inspection there was some evidence of fluid ingress at the bottom of the rear case. The upper right drive train securing screw was loose within the case. The barrel clamp and sensor are attached and coupled correctly. There were no other irregularities observed. Log analysis results: the review of the pcu error log showed no errors or malfunctions on the reported incident date. The review of the pcu event log recorded the pcu was powered on (B)(6) 2021 at 9:50 pm. The same patient and profile (ICU/ed) are selected. The pcu event log records an infusion of parenteral nutrition (drug ID (B)(6)) is restored on (B)(6) 2021. The user selects a monoject 60ml syringe with a volume of 48.9629ml. The infusion is started, and the pump begins infusing at 1ml/hr. Approximately 10 minutes later, the syringe module is selected and the vtbi is changed to 24ml. On 22feb2021 at 5:11 am, after infusing approximately 10.5 hours the source device is selected and the user programs a 2-minute delay. One minute later the user cancels the delay, and the infusion is started. On 22feb2021 at 3:30 pm, the syringe module alarms for ¿syringe clamp open/barrel clamp open¿. The user selects the device and enters a vtbi of 24ml and starts the infusion. Approximately 24 hours later ((B)(6) 2021 at 3:27 pm) the infusion completes. The volume remaining in the monoject syringe is 3.9753ml. The user selects the source syringe module and enters a vtbi of 3ml and starts the infusion. The pump infuses for approximately one minute. The user then channels off the device. The total volume infused is approximately 44.831ml. Test results: program replication found no obvious programming errors. Infusion testing performed on the source syringe module found no irregularities. Asm preventive maintenance on the syringe modules found no irregularities. Test methods: n/a. Device history review: a review of the device history record showed the device had a manufacture date of 08apr2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source syringe module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source syringe module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Patient was an infant. Although requested, patient information was not provided. The device has been received and an evaluation is pending.

Event description:
It was reported that a syringe pump module 8110 with parenteral nutrition (pn) displayed incorrect available volume than what was actually in the syringe. An infant receiving pn at 1 ml/hr. 50 ml pn comes in a 50 ml syringe and was hung at about 15:30 on (B)(6) 2021. After reviewing logs, it appears that the syringe module identified the syringe as a 60 ml monoject with volume of 27.9703. Syringe alarm near empty at about 15:40 on (B)(6) 2021. Volume available displayed 2 ml but about 25 ml was actually in the syringe. Nurse removed and replaced syringe and corrected available volume than displayed. No patient harm was reported.